Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/5/2024, it was reported by a sales representative via email that an ar-1941psv peek knotless corkscrew anchor broke when shuttling the repair stitch through the anchor body. The surgeon was unable to tension down fully. The anchor was removed, and the case was completed using another ar-1941psv peek knotless corkscrew anchor. This was discovered during an unspecified procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically misalignment of the insertion. Directions for use (dfu) dfu-0087-eor3_fmt_en. Corkscrew, pushlock, and swivelock suture anchors. G. Precautions. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.